Event description:
It was reported that the patient underwent a procedure wherein the implantable pulse generator (ipg) was replaced due to an unknown reason. The explanted ipg was not returned as it was discarded by the medical facility. Additional information was received that the patients ipg was replaced due to the energy use index (eui) being high trying to get coverage on the leads that had migrated. It was noted that the leads migrated due to a non-device related fall.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three days after date of implant.

Event description:
It was reported that the patient underwent a procedure wherein the implantable pulse generator (ipg) was replaced due to an unknown reason. The explanted ipg was not returned as it was discarded by the medical facility.